Event description:
A surgeon reported that during a procedure, the infusion cannula tip was observed to be deformed. An alternate infusion cannula was used, and the case was completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).